Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon evaluation of the electrode belt, the electrode belt latch was damaged and does not engage, creating an insecure connection with the monitor. The root cause for the damaged latch was physical abuse. There was no adverse event that resulted from the damaged belt.